Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that increased impedance and capture threshold were noted. The lead was explanted.